Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2021. Blood glucose reading was over 500 mg/dl. The customer was treated with intravenous insulin drip at the hospital. Customer stated that insulin pump had a motor error alarm. The customer stated they were able to clear the alarm and complete the rewind process. The insulin pump will be returned for analysis.